Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that during follow up, physician noted that this pacemaker battery suddenly decreased. Information was sent to technical services. Engineering analysis revealed there was evidence of malfunction and this could impact the delivery of therapy. This device was then successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that during a normal follow up it was noticed this pacemaker power consumption has been increasing during the past year. An analysis of premature battery depletion (pbd) was asked to technical services in which was confirmed the pacemaker malfunction. This device was then successfully replaced. No additional patient effect were reported.